Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the trailing haptic caught in the injector. The lens was removed and replaced with another cq2015 lens. There was no patient injury.

Manufacturer narrative:
H3: 81 (other) - lens not being retruned. Claim: 409109.